Manufacturer narrative:
The device was examined on site by dräger service and the log file was secured for further investigation. The analysis of the log file could confirm that the device had performed three restarts during use. The error can occur if the evita xl is connected to a communication partner at the medibus interface without additional lp communication. This can lead to a cpu overload with a direct connection via a data cable. If copper cables are used, interference signals from the environment can be passed on. In the event of an error, the device may initiate a restart. In this case, the cable used was replaced with an optical cable by dräger service. The device was successfully checked in accordance with the manufacturer's specification. If the device performs a warm start during ventilation, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed, ventilation continues with the old parameters. A "mv low" alarm is generated immediately after ventilation is restarted and continues until the applied volume is greater than the lower set limit value for the minute volume. During a warm start, an acoustic alarm is generated with the mains failure horn. If a warm start is unsuccessful, an acoustic alarm is activated again, and the emergency breathing valve remains open so that spontaneous breathing is still possible. The warm starts are repeated as long as the triggering error condition is still present. Manual ventilation with another device may be necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted several times during use. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device restarted several times during use. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.